Manufacturer narrative:
Analysis of the implantable neurostimulator lead (s/n (B)(4)) found no anomalies. The wens (s/n (B)(4)) has not yet been evaluated. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was under general anesthesia. The rep used neurophysiological testing to assess laterality. The signals the rep was referring to was the feedback from the testing equipment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the wireless external neurostimulator (B)(4) found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 17-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient using a wireless external neurostimulator (wens). It was reported that on (B)(6) 2018, during the trial implant, there were no issues when implanting the lead. The lead was then tested and the results were inconsistent, no right sided signals and high impedances. The wens was then replaced but there was still no right side signals despite the placement of the paddle lead was to the right. The paddle lead was then replaced, which yielded left and right signals but impedances were still high (4000-5000 ohms range). In post-op, the impedances were tested again, which were then in the 300-500 ohms range. The cause of the high impedances and the lack of response on the right side had not been determined at the time of the report. The wens and paddle lead that were replaced will be returned to the manufacturer for analysis. No further complications were reported or anticipated.